Manufacturer narrative:
Device manufacturer address 1: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of four (4) clearlink duo-vent solution administration sets were leaking with the clamp closed. It was further reported that on closer inspection leaking was found just above the filter. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: four (4) devices were received for evaluation. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing was completed in all samples including clear passage and pressure testing; and the device performed according to product specifications. Additionally priming test was performed and no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.